Event description:
Patient reported that the needle button had released on its own. The patient stated he was not getting any insulin and experienced hyperglycemia as high as 256. The patient stated that he started on v-go yesterday and was trained via telemedicine. The patient stated that when he could not slide and release the needle button because the needle had already released on its own.